Manufacturer narrative:
Product analysis: returned product consisted of an ffr comet pressure wire connected to the occ cable. The tip, device shaft, sensor port and the coefficient values were examined for damage or any irregularities. The shaft showed 3 kinks located 148cm, 159cm and at the occ handle. There was some slight peeling of the coating at the 148cm location. The tip showed damage in the form of a severe bend. The occ handle was connected to the ffr link for signal verification. The signal was present as designed. The occ handle cap was loosened to remove the wire. There was no issue with removing the wire. The wire was inserted back into the occ handle and the functionality was confirmed. The sensor housing showed no residue of body fluids. The wire was inserted into the pressure chamber test equipment and the pressure was increased to verify the sensor was indeed reacting to the pressure increases and decreases. The pressure sensor functioned as designed. The coefficient was confirmed to be in specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Because there was no evidence of any product quality deficiencies, it was considered likely that the kinks were attributable to handling. Because there was no evidence of any product quality deficiencies, it was considered likely that the peeled coating was attributable to procedural issues. Because there was no evidence of any product quality deficiencies, it was considered likely that the tip damage was attributable to procedural issues. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
Reportable based on analysis completed on 11dec2019. It was reported that no-cross occurred. A percutaneous coronary intervention was being performed on an 85% stenosed lesion in the mid left anterior descending coronary artery. A comet pressure guidewire was advanced but was unable to cross the lesion. The procedure was successfully completed with a different device. No patient complications were reported and the patients status is stable. However, returned device analysis revealed peeled coating.